Event description:
During an incident in 2002 involving an unconscious female pt who was in cardiac arrest upon arrival, this unit shut down after self-testing ok. Two batteries were tried with the same result. CPR was continued until the medics arrived within minutes and found the patient in asystole. They initiated als care and the patient was pronounced. The family member stated that she called out for him 10 minutes prior to crew arrival and then she became unconcsious. She was not in pain or discomfort. The report states there was "no impact to patient care".